Event description:
Aerochamber device problem. Plastic pieces broken off after less than one year's use, could easily have been inhaled with possible injury. The device lot # 0807, catalog item 002065.